Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
Analysis of the implantable pulse generator ((B)(4)) found the battery reduced capacity due to overdischarge.

Event description:
It was reported that an overdischarge (od) was suspected as communication problems were noted. The patient was trying to charge but was getting the reposition antenna screen. The patient had tried to charge several times and kept getting that screen. The stimulator was charged about a month and a half prior; the patient did not use therapy a lot. The programmer displayed the poor communication screen. The patient wanted to turn his device off for an unrelated MRI for his back, as the pain was getting worse. The patient was advised that the device would need to be charged in order for the programmer to connect and to put into MRI mode. Follow up indicated the patient still had concerns as of (B)(6) 2015 but was working with their physician and/or representative. No appointment was scheduled. It was reported that there was an overdischarge. This was confirmed to be the 1st overdischarge. The physician mode recharger (pmr) did not successfully reset the device, the patient never had therapeutic effect. An explant or replacement was to be determined. The patient had no therapeutic effect for implant. They stopped charging it due to lack of pain relief. The patient stopped charging it due to lack of pain relief. The pmr was tried in the office and sent patient home to continue trying. The patient never got device to charge normally despite numerous attempts. On (B)(6) 2015 the patient was to meet with their doctor and discuss explant vs replacement with a prime cell. The pmr was attempted with no success more than once. If additional information is received, a follow-up report will be sent.